Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported PICC placed at facility on (B)(6) 2024. Patient noticed bleeding under site and went to a facility on 4/30. Chest x-ray showed it was still in svc. ER removed the PICC. Patient went to facility to have new PICC placed. No harm to the patient. No other information was provided.